Event description:
The customer stated that he tested his blood glucose using his elite meter and received a reading of 400 mg/dl. He tested using another meter and received a reading of 120mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received results of 213 and 219 mg/dl. The normal control range was not provided, but should be around 70-100 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.